Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 2.5 x 38 xience prime referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2013 three xience prime stents (sizes 2.5 x 38, 3.0 x 38, 3.5 x 18 mm) were implanted in the 75% stenosis in the left main trunk to treat an acute myocardial infarction. On (B)(6) 2016, restenosis (90%) was found in the 2.5 x 38mm and 3.0 x 38mm xience prime stents. These were treated with a cutting balloon and the event resolved. On (B)(6) 2017 restenosis (75%) was found in the 2.5 x 38mm and 3.0 x 38mm xience prime stents. These were treated with a drug eluting stent and the event resolved. No additional information was provided.